Event description:
Customer was traveling down an incline. The unit gained speed going downhill and the customer tried to stop by turning uphill (attempting to reduce momentum). Customer upset the unit sustained a broken hip.